Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer, that the pt was st home and was having inflow valve regurgitation and was admitted to the hospital for pump failure, as determined by power limit advisory alarms and grinding noises. The pt has been supported with an ip console and stroke volume limiter (svl). Pt was recently put on electric actuation successfully. The pt is currently being evaluated for a pump replacement. Pt remains on lvad support while awaiting a heart transplant.